Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat an eccentric lesion in the distal mid right coronary artery with moderately tortuosity and moderately calcification. The 2.5 x 12 mm nc tenku balloon catheter was advanced for pre-dilatation; however, during the fourth inflation of 17 atmospheres, the balloon ruptured. There was no resistance noted during advancement or removal. It was noted that the tenku balloon catheter was prepared per the instructions for use, prior to use in the anatomy. A second nc trek balloon catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.